Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this mechanical valve was implanted and explanted during the same procedure. The physician stated that the leaflets were not opening properly so the valve was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual examination revealed the valve was attached to the valve holder jaw. The valve did not show evidence of impingement that may have contributed to leaflet motion. Both leaflets were in the closed position. Both leaflets were intact and had no evidence of damage such as cracks and/or surface anomalies. The inflow and outflow valve hinge mechanisms were intact. The inflow and outflow orifices were intact with no evidence of damage. Using a blue actuator to test leaflet movement, the leaflets moved without difficulty. The carbon subassembly was verified to rotate normally in the sewing ring. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve was visually inspected with no anomalies noted. A conclusive cause of the reported event could not be determined. Based on the analysis, the complaint could not be confirmed and no evidence of a leaflet motion issue was noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.